Event description:
It was reported that during a prostate procedure, at 10,000 joules and 6,455 joules, two surgical fiber's overheated and were damaged as a result of lasing over stones. The dr then switched to the loop procedure, removed the stones and successfully completed the case using a third side-firing surgical fiber. Pt outcome: "no harm to the pt". This report is for the first surgical fiber used.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture at the output window and the fiber fractured distal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus on the metal cap and devitrification of the glass cap were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The radial fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.